Event description:
The customer reported a leak of a few milliliters at the probe of the ac*t diff instrument after aspirating the sample. The customer also reported white blood cell (wbc) aperture alerts. No patient results were affected and there was no change to patient treatment attributed to this event. Customer was wearing gloves at the time of the event and there was no report of injury or exposure. Beckman coulter field service engineer (fse) noted that the probe wipe rinse block was not working properly. Fse replaced the probe wipe rinse block and repair was verified per established procedures. Root cause of the leak was attributed to the probe wipe rinse block.

Manufacturer narrative:
Evaluation code - results code - (other): probe wipe rinse block. (B)(4).